Event description:
According to the customer's medwatch report, the pt received an alternate site injury/burn above the surgical site during a lumbar laminectomy. The surgery was routine and the site appeared normal when the dressing was applied at the end of the case. In the morning of the first post-op day, the pt complained of a moderate pain/burning sensation to lower back not relieved by pain medications. The nurse examined the incision dressing and noted a reddened/brownish area located directly above the dressing that was described as being hard and slightly raised with two blisters. A plastic surgeon indicated that the area clinically resembles a burn but did not believe that direct cautery or cautery pad caused the burn. Additional details are noted on the medwtach report attached to this report.

Manufacturer narrative:
The customer was contacted and stated they do not believe the vl products were the cause of the injury in any way. The pt was seen by a plastic surgeon and had another surgical procedure (possibly debridement) to treat the injury. The customer also stated that the catalog number in the medwatch was most likely a typographical error. However, they did confirm it was a covidien pad. The incident pad was discarded following the procedure along with all the disposables. The incident generator was tested by the hosp biomedical engineering and it passed. It was returned to use.